Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Arrhythmias, infection and sepsis are known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. Infection and sepsis are known potential complications associated with all patients implanted with vads as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was stated from the clinical study that patient had ventricular arrhythmias and sepsis and was hospitalized on (B)(6) 2016. It was stated that the patient was given medication and the event was related to patient condition. It was further stated that the ventricular arrhythmia was resolved on (B)(6) 2016. No additional information available.

Manufacturer narrative:
It was reported from the clinical study that the patient was admitted from home after the internal cardiac defibrillator (ICD) shocks. It was stated that the patient received appropriate shocks for recurrent polymorphic ventricular tachycardia (vt). Patient was stated to have had 2 vt episodes, but the second episode required 4 shocks to get him back into sinus rhythm (sr). It is highly likely that the ongoing infection is the driver for the recurrent vt episodes. Patient had no other episodes of vt this admission. No left ventricular assist device (lvad) alarms or hemodynamic compromise during vt episodes. It was stated that the patient has already reported pseudomonas driveline infection with persistent drainage from the exit site. Patient discontinued on his own his cipro by mouth (po) 2 weeks ago. Patient reports fever and chills for 2 days prior to admission. Patient discharged home with peripheral inserted central catheter (PICC) line. It was stated that the issue had resolved on (B)(6) 2017. No additional information available. The lvad system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Cardiac arrhythmias are known potential complications associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. (B)(4) was not returned to heartware for evaluation. This complaint is associated with a clinical adverse event, no device malfunction was reported against (B)(4) ; therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the pump from performing as intended. Review of the manufacturing documentation and sterility certificate confirmed that the associated device met all requirements for release. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Though the most likely root cause cannot be determined, the device history review indicated no issues with the pump; the root cause of the reported event cannot be conclusively determined due to multiple contributing factors, there are patient comorbidities, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Patient never started suppression antibiotics. No additional information available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
It was reported by the site that the event date was (B)(6) 2016, patient had symptoms of chills. It was stated that the patient was non-compliant and unable to verify if he took antibiotics. The patient missed all his clinic visit and was readmitted to the hospital on (B)(6) 2017 and restarted back on intravenous (IV) cefepime for driveline infection. It was further stated that the issue was resolved with sequelae. No additional information available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.